Manufacturer narrative:
(B)(4).

Event description:
It was reported that vf episodes possibly due to oversensing were noted. No lead damage was revealed under x-ray. The patient is continued to be monitored.